Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a slow leak through the connection point at the bottom of the bag; further described as from the "longest connecting port, with the white plastic adaptor" (fill port). This was identified during collection from the fridge, prior to opening the over pouch. Once the bag was opened, liquid dripped out from bag. Approximately 200-300ml leaked and solution was consistently trickling out. There was skin contact with the spilled parenteral nutrition (pn) solution; however, the arms were subsequently thoroughly washed with soap and warm water. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured august 5, 2022 - august 6, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which revealed a spike port bonding defect between the spike port tube and the spike port causing a leak. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.